Manufacturer narrative:
(B)(4). Based on the current information provided, the cause of the alleged operative complication cannot be determined. Although the article mentions that the vessel injury was related to stapling, details regarding the stapling device were not provided. Isi has attempted to contact the article¿s author correspondence to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs cannot be performed due to insufficient information provided in relation to the event details (i.e. Procedure date, surgeon name, device details) and da vinci system information. As of 18-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted lung resection procedure, the patient sustained an unspecified injury to the pulmonary artery during stapling of a6 and the case was converted. However, at this time, the cause of the vessel injury is unknown. It is also unknown what medical intervention, if any, was administered due to the intra-operative complication. The product is not implantable. The specific product information needed in order to obtain the date of manufacture is not available.

Event description:
On 21-aug-2020, intuitive surgical, inc. (Isi) became aware of a ¿general thoracic and cardiovascular surgery¿ article entitled, 'intraoperative complications and troubles in robot assisted anatomical pulmonary resection' (ueno, h., watanabe, y., et al., 2020). Within the journal article, the following operative complication involving a da vinci si surgical procedure was noted: one pulmonary artery injury occurred during a left lower lobectomy resulting with conversion. Details of the injury include ¿bleeding when stapling of a6.¿ the time required for conversion was 8 minutes ¿because bleeding was under control.¿ the amount of bleeding was 155 ml. There is no specific allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
Corrected data is in reference to section b3. The initial MDR was submitted with an incorrect event date of (B)(6)2020.the event date is unknown; therefore, field b3 is blank.

Event description:
Refer to h10/h11 for follow-up information.